Manufacturer narrative:
Bec cts generated a service request. A field service engineer (fse) went on-site (B)(6) 2011 and performed service on the instrument. Fse found the syringe in the syringe drive assembly had been leaking and there was dried reagent on the assembly. Fse replaced the syringe assembly, primed the instrument and checked for leaks. No leaks were found. Sensor and module calibrated successfully. Repair was verified per established procedures. The bec internal identifier for this event is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the creatinine (modular) cup was leaking and about 300ml of creatinine reagent was on the floor. No injury was reported and no erroneous results were generated.